Event description:
It was reported that during a percutaneous coronary intervention procedure a tip detachment occurred. The cto lesion was located in the left circumflex artery (rcx). The pt2 guide wire was selected and advanced with no penetration of the totally occluded artery. For back up support a 1.5x2.0 apex balloon catheter was advanced "with a certain force" and gradual balloon dilation was performed. Then for additional pre dilation, a 2.0x15mm unspecified balloon catheter was advanced and inflated to 14atms. Next, a 2.5x15mm des was placed. During imaging a broken guide wire tip was noted in the side brach of the rcx. No attempt to retrieve the broken guide wire tip was made and the tip remains in the side branch of the rcx. As a result proximal overexpansion of the rcx and distal segment spasms occurred. Nitroglycerin was administered to patient. The procedure was completed with this device. The patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: one device was received in a generic plastic bag without a hoop. Visual and microscopic analysis revealed a fracture at 183 cm from the proximal end. Approximately 2 cm of poly tip is missing. All outer diameter measurements are within the specification. Sem analysis revealed the fracture occurred due to a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a tip detachment occurred. The cto lesion was located in the left circumflex artery (rcx). The pt2 guide wire was selected and advanced with no penetration of the totally occluded artery. For back up support a 1.5x2.0 apex balloon catheter was advanced "with a certain force" and gradual balloon dilation was performed. Then for additional pre dilation, a 2.0x15mm unspecified balloon catheter was advanced and inflated to 14 atms. Next, a 2.5x15mm des was placed. During imaging a broken guide wire tip was noted in the side brach of the rcx. No attempt to retrieve the broken guide wire tip was made and the tip remains in the side branch of the rcx. As a result proximal overexpansion of the rcx and distal segment spasms occurred. Nitroglycerin was administered to patient. The procedure was completed with this device. The patient's status is stable.